Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a follow up visit oversensing of noise was seen in alternate and secondary sensing vectors and was able to be reproduced. All stored atrial fibrillation (af) episodes showed oversensing of mechanical noise. It was noted that no inappropriate therapy had been delivered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician reprogrammed the sensing vector to primary and saw no noise. An x-ray would be obtained and a revision procedure considered as the physician was concerned over possible electrode mechanical issue. Boston scientific technical services (ts) was consulted to review the data and confirmed the oversensing of noise in the af episodes. Ts discussed further recommendations including a revision procedure. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure where the physician elected to replace the entire s-ICD system. It was noted that the coil of the electrode was un-spiraled during the explant procedure. A new s-ICD system was implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, it was noted that the electrode was returned severed at approximately 43.5 centimeters from the terminal end. Only the proximal segment was returned. The distal tip was not returned. For the returned portion of the electrode resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed the outer insulation had pulled away from proximal coupler with proximal coils stretched out. This particular damage was likely induced at explant. Further visual inspection revealed a fractured distal electrode cable at the distal transition tube joint approximately 43. 5 cm from terminal end. Analysis determined the fracture characteristics appeared consistent with cyclic fatigue. The noise observed in the field was on the alternate and secondary sensing vectors, which are the vectors that use the sense a distal tip. However, the electrode was returned with the distal tip missing. The observed noise and oversensing were unable to be confirmed by laboratory analysis, as the portion of the electrode that correlated with the noise was not returned for analysis.

Event description:
It was reported that during a follow up visit oversensing of noise was seen in alternate and secondary sensing vectors and was able to be reproduced. All stored atrial fibrillation (af) episodes showed oversensing of mechanical noise. It was noted that no inappropriate therapy had been delivered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician reprogrammed the sensing vector to primary and saw no noise. An x-ray would be obtained and a revision procedure considered as the physician was concerned over possible electrode mechanical issue. Boston scientific technical services (ts) was consulted to review the data and confirmed the oversensing of noise in the af episodes. Ts discussed further recommendations including a revision procedure. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure where the physician elected to replace the entire s-ICD system. It was noted that the coil of the electrode was un-spiraled during the explant procedure.

Event description:
It was reported that during a follow up visit oversensing of noise was seen in alternate and secondary sensing vectors and was able to be reproduced. All stored atrial fibrillation (af) episodes showed oversensing of mechanical noise. It was noted that no inappropriate therapy had been delivered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician reprogrammed the sensing vector to primary and saw no noise. An x-ray would be obtained and a revision procedure considered as the physician was concerned over possible electrode mechanical issue. Boston scientific technical services (ts) was consulted to review the data and confirmed the oversensing of noise in the af episodes. Ts discussed further recommendations including a revision procedure. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure where the physician elected to replace the entire s-ICD system. It was noted that the coil of the electrode was un-spiraled during the explant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, it was noted that the electrode was returned severed at approximately 43.5 centimeters from the terminal end. Only the proximal segment was returned. The distal tip was not returned. For the returned portion of the electrode resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed the outer insulation had pulled away from proximal coupler with proximal coils stretched out. This particular damage was likely induced at explant. Further visual inspection revealed a fractured distal electrode cable at the distal transition tube joint approximately 43. 5 cm from terminal end. Analysis determined the fracture characteristics appeared consistent with cyclic fatigue. The noise observed in the field was on the alternate and secondary sensing vectors, which are the vectors that use the sense a distal tip. However, the electrode was returned with the distal tip missing. The observed noise and oversensing were unable to be confirmed by laboratory analysis, as the portion of the electrode that correlated with the noise was not returned for analysis. Further review of the analysis was performed and determined that the oversensing and noisy signal allegations were confirmed based on the tip was fractured at approximately 43. 5 cm from the terminal end and the noise was in the vectors using distal electrode cable.